Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2017, the patient experienced pain and the surgeon was not sure of cause but noted some absorption of bone behind patella. This adverse event was solved by revision surgery on (B)(6) 2024, in which the insert was removed and implanted a new patella. It is unknown the current health status of patient.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. According to the report, the surgeon replaced the patient¿s patella and implanted a new insert. Of note, the surgeon still has no idea of cause of bone absorption behind the patella. The impact of the patient beyond the reported pain, the absorption of bone behind the patella, and the subsequent revision surgery cannot be determined since it was reported that the patient left surgery in good condition, but her outcome is unknown. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed a similar event for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed in the possible adverse effects section that with all joint replacements, asymptomatic, localized, progressive bone resorption (osteolysis) may occur around the prosthetic components as a consequence of foreign-body reaction to particulate wear debris. Particles are generated by interaction between components, as well as between the components and bone, primarily through wear mechanisms of adhesion, abrasion, and fatigue. Secondarily, particles may also be generated by third-body wear. Osteolysis can lead to future complications necessitating the removal and replacement of prosthetic components. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient medical history and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.